Manufacturer narrative:
H3, h6: no investigation could be performed, no conclusion could be drawn as no device was returned. H4: synthes is unable to determine the manufacture date without a lot number.

Event description:
A ti locking reconstruction plate implanted on an unknown date broke several months post-operative. Plate was implanted to bridge a gap in the bone. No bone graft was used.